Event description:
It was reported that during a da vinci-assisted surgical procedure, the movement of the universal surgical manipulator (usm) 4 felt "jerky", and the surgeon side console (ssc) head sensor would not recognize when the surgeon placed their head in the viewer. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found no related errors. The procedure was completed with no reports of patient injury. Isi followed up with the initial reporter and received the following additional information: the surgeon's head was not in the surgeon side console (ssc) when the arm was acting up. The surgeon did mention that the ssc would not recognize her head when she would go near the console. The reported issue occurred while the surgeon was trying to manipulate an instrument. The arm's movement was described as "jerky". It is unknown if the movements of the surgeon scaled appropriately to the instrument, or if they moved in the intended direction. There was no movement interference, nor external collisions. The issue occurred intermittently. No patterns were identified. The drape information is not available, and the drape is not available for return. There was no injury to the patient. The system was inspected prior to use, no issues were found. None of the instruments used are being returned. There are no photos available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse test drove the suspected universal surgical manipulator (usm) and found no issues. The system was tested and verified as ready for use.